Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a complete heart block after, a pre-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device. The length of the membranous septum is 4.9mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 6mm. There was no difficulty experienced implanting the 25mm navitor vision valve. There was calcification noted extending to the left ventricular outflow tract, at the lowest part of the left coronary cusp. Post-procedure the patient was made to place a transitory right jugular electrocatheter. On (B)(6) 2025, the electrocardiogram detected the complete heart block again. The decision was made to implant a permanent leadless pacemaker. There is no allegation of malfunction against the abbott device or procedure the patient was discharged at the time of report.

Manufacturer narrative:
An event of heart block was reported. The device was not returned for analysis. It was indicated that the patient had calcification noted extending to the left ventricular outflow tract, at the lowest part of the left coronary cusp which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient conditions(calcification). However, this cannot be confirmed. The reported unexpected medical intervention was under case-specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.